Event description:
It was reported that during a lap left lateral liver resection procedure, after about 10 minutes of use, when the active blade was wiped with swab (outside the pt), the active blade broke off. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.